Event description:
Per the clinic, the patient experienced skin overgrowth and irritation. Subsequently, the patient underwent revision surgery on (B)(6) 2025, in order to transition the patient to a transcutaneous osia implant system. The implant was placed on a new internal fixture. The old internal fixture was left in-situ. During the procedure, the abutment was removed and skin revision was performed under general anesthesia.